Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18766401/18766404.

Event description:
It was reported that the patient was experiencing increased pain and excessive charging. It was also reported that the patients device had multiple high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced and the patient was doing well postoperatively. The explanted devices will not be returned due to facility policy.